Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels (40-500 mg/dl). Reportedly, the pump time was inaccurate and changing without customer request. In addition, contact reported a new setting profile was created with a 10 unit per hour basal rate, and the pump data showed carbohydrate entries of 4,000 grams. Tandem technical support reviewed pump data and confirmed entries as high as 999 grams of carbohydrates were entered into the pump and a profile with 10 units per hour was created. Customer reverted to manual injections for insulin therapy.